Manufacturer narrative:
A ge service rep performed an on site investigation. Although the failure could not be duplicated it was verified in review of error logs. The xray filament was calibrated. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 displayed no image while fluoroscoping. There was no adverse pt involvement reported. There was no pt info reported.